Manufacturer narrative:
(B)(4) d2, d4, and g4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: radiolucency at the prosthesis cement interface of the tibial component, particularly deep to the medial tibial tray, on the ap view. Varus alignment of the tibial component suspicious for loosening and varus subsidence. Tibial component appears slightly undersized with incomplete coverage laterally. A definitive root cause cannot be determined. The complaint is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to tibial collapse. The tibia fell into varus, medial side collapse. Pain was noted. Attempts have been made, and no further information has been provided.